Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged severe sinus infections and bronchitis. Medical intervention was antibiotics and steroids. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam became degraded and caused severe sinus infections and bronchitis. Medical intervention was antibiotics and steriods. After the final attempt to have the device and components returned for evaluation, the customer stated that the device will not be returned. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow up report will be filed. Section h6 updated in this report.